Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "percutaneous lead and system extraction in patients with cardiac resynchronization therapy (crt) devices and coronary sinus leads." Pace pacing clin. Electrophysiol. October 1 2011;34(10):1209-1216.

Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: infection, extraction difficulty, explant damage, hematoma, erosion, sepsis/endocarditis, pneumothoraxes, and lead "malfunction." Extraction of the leads was attempted with a 98% procedural success. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.